Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The field service engineer visit found tubing from the external water tank to the analyzer had become kinked, which restricted the flow of water into the analyzer, resulting in air being drawn into the syringe assemblies and poor washing of the probes. He repaired the linked tubing. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of numerous questionable results for multiple assays from the cobas e 801 analytical unit. Representative examples include: example 1 elecsys troponin t hs results for one sample were 83.6 ng/l and 3.0 ng/l. Example 2 elecsys ferritin results for one sample were 58.2 ug/l and 11.3 ug/l. Example 3 plgf results for one sample were 868 pg/ml and 702 pg/ml. Example 4 elecsys sflt-1 results for one sample were 4698 pg/ml and 395 pg/ml. Example 5 elecsys pth results for one sample were 13.4 pmol/l and 7.23 pmol/l. Example 6 elecsys folate iii results for one sample were 6.62 nmol/l and 2.15 nmol/l. Example 7 elecsys ft3 iii results for one sample were 4.78 pmol/l and 1.00 pmol/l. Example 8 elecsys ft4 IV assay results for one sample were 19.1 pmol/l and 3.67 pmol/l. Example 9 elecsys tsh results for one sample were 0.985 miu/l and 0.729 miu/l. Example 10 elecsys cortisol ii results for one sample were 628 nmol/l and 49.5 nmol/l.